Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed their pump supplies to resolve the alarms but the occlusion alarms continued. During a system check, air bubbles were observed in the infusion set tubing and the occlusion was found to be within the infusion set tubing. The customer was able to resolve the occlusion alarm by changing their infusion set tubing. The customer's blood glucose (bg) level was 390mg/dl and a manual injection was administered to address the bg level.